Event description:
Pt spontaneously reporting when she sent to rotate her ms3 pump, batteries died and pump no longer programmed. Sn (B)(4), pump was not in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement pump and pt will return malfunctioning pump. Pt does have back up pump. Reported to (B)(6) by pt/caregiver. Strength: 5mg/ml. Dose or amount: 20.5 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.